Event description:
It was observed, during the device inspection. That the subject device exhibited foreign material in air water cylinder and air water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed because the device was not reprocessed properly due to leakage from the right/left and upward/downward angulation control knobs. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.